Event description:
Covidien regional office reports female having a CT of the pelvis with contrast. Injection protocol was 2.5 ml/sec for volume of 110 ml. Approximately 20 ml of optiray 320 contrast extravasated into the arm. This caused pain and local swelling. The patient was treated with an application of alcohol saturated dressing and a pouch with ice to be applied every 20 minutes for six hours. The patient was sent home with this treatment. The radiologist did not consider her injury critical.

Manufacturer narrative:
Pending manufacturing investigation. Upon receipt of the investigation report, a medwatch supplemental report will be submitted.